Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that the battery is braised in the battery housing. The device is inoperative and smoking. No further information is available at this time. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Our investigation has shown that the battery was melted and deformed due to heat in his casing. This is a clear indication that the battery was washed with the casing or that the battery was sterilized. The marking on the casing and the notes in the operating instructions clearly indicate that the battery should not be washed or sterilized. Based on these findings an improper handling has led to this failure. The review of the manufacturing and material documents showed that the device was manufactured to the specifications. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.